Event description:
A malfunction was reported on the customer's pump, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the malfunctioning pump, as it was still under warranty. The customer was advised on backup therapy using mdi, informed about the software update availability, and provided with instructions for placing the pump into storage mode. Additionally, the customer was instructed to return the defective pump to tandem within 10 days, using the provided return box and label, and advised to program the replacement pump settings and connect their cgm to it.